Manufacturer narrative:
The outputs were increased to compensate for the high thresholds. The patient chose to change following physicians. The patient was seen by their new following physician. No intervention is planned at this time. No additional information is available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited high capture thresholds contributing to the devices battery depleting earlier than expected. No adverse patient effects reported. The device has been removed from serviced and the lv lead was surgically abandoned.

Event description:
Boston scientific received information that this lead exhibited high thresholds. A lead dislodgement was suspected.